Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received notes that the device was explanted. The patient was doing fine post procedure.

Event description:
It was reported that a merlin.net transmission revealed noise on the atrial channel and the custom svc to can channel. Emi was suspected. The programming changes were recommended. The device remains implanted.